Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had boot up issue. During troubleshooting, the fse found loose factory power connections in the gpdu. The fse reconnected connection and found that the system partially powered on. Upon further troubleshooting, the fse found a bad pdm module. The fse replaced the pdm (power distribution module). The defective pdm module was returned to philips for further analysis. The analysis confirmed the malfunction of the pdm module and identified the cause of the issue was electronic defect. Following the replacement of the pdm module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a boot up issue. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.